Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The reported symptom "switch latch error" was confirmed through "door jammed" errors found in the history log. The evaluation was unable to determine the cause. Upon evaluation of known contributors to door jammed errors it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.

Event description:
It was reported that a pump had switch latching errors. There was no patient involvement.